Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer also stated that the paramedics were called to his home on two other occasions. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.